Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The customer disassembled o2 inlet to inspect o-rings. There were no problem found. The product support engineer (pse) suspects o2 inlet o-ring or solenoid. The pse provided part ID for both parts. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports failing high pressure leak test. No patient involvement.